Event description:
It was reported that 3 bd ultra-fine¿ pen needles had issues where the needle cap would not attach and leakage. The following information was provided by the initial reporter: patients must switch to a new needle because novo can not deliver. Thus, they were equipped with ultra-fine. Unfortunately, just 3 patients were not satisfied with it. One could not screw on properly, partly the insulin ran down the cap.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd ultra-fine¿ pen needles had issues where the needle cap would not attach and leakage. The following information was provided by the initial reporter: patients must switch to a new needle because novo can not deliver. Thus, they were equipped with ultra-fine. Unfortunately, just 3 patients were not satisfied with it. One could not screw on properly, partly the insulin ran down the cap.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.